Event description:
On 1/11/88 a device was implanted. On 5/17/96 cuff was revised. On 2/27/97 the cuff and pump were removed from the pt and replaced because pt - unable to void after previous revision - cuff upsized.